Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported, the patient was scheduled to have their device checked on 2014 (B)(6), but the patient cancelled the appointment and they did not want to reschedule.

Event description:
It was reported that the patient had met with a manufacturer representative for reprogramming about a year prior to the report. At the time of the report the patient wanted to have another reprogramming done. It was further noted that there was a loss of therapeutic effect. It was noted that the pain never really went away and that they had ¿all kind of back pain, and fibromyalgia.¿ it was also noted that ¿you name it¿ and the patient had it. It was then reported that there was a change in therapeutic effect about a month prior to the report. The stimulation reportedly used to help the pain in the patient¿s legs and at the time of the report it did not. It was noted that the issue occurred kind of suddenly. The patient also reportedly had fallen 3 or 4 times since they last saw the manufacturer representative. It was unknown when the falls happened. The patient¿s balance was also not very good and they nearly fell on the morning of the report. It was later reported that the patient had not been seen by their health care provider (hcp) for reprogramming since the reported fall. The patient was reportedly scheduled for reprogramming and evaluation of the spinal cord stimulator (scs) on (B)(6) 2014-08-08.